Event description:
On (B)(6) 2020, a patient in (country) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2022, on an unknown date, the patient was diagnosed with buried bumper syndrome. It was reported that the patient's buried bumper was surgically removed with consequent cicatrization of the stoma site. On (B)(6) 2023, the patient received a new pegj tube.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event was removed from the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. Code of 4581 was chosen to capture the event of buried bumper syndrome. Buried bumper syndrome is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.